Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal stenosis; and underwent transforaminal lumbar interbody fusion (tlif) at l3-s1. Intra-op, the treated level was extremely collapsed and the markers on the device indicated that the distraction plug of the device was pushed out of the interbody device medially rather than locking into its place anteriorly. No patient complications were reported. No additional treatment was performed as a result of this event.